Event description:
It was reported the dermatome device was broken, there was no power and it won't turn on. It was reported the device was not in use for this event. There was no patient involvement.

Manufacturer narrative:
This complaint was reported in duplicate by the customer. This complaint was reported as a repair request for the device. The product complaint related to the repair requested was captured in a different complaint and reported under mfg report number: 3004608878-2015-00144. The investigation details for this device related event will be described in f/u MDR's for each initial report submitted. Integra has completed their internal investigation on june 11, 2015. Results: device history record reviewed for s-966 manufactured on 02/24/2010 show no abnormalities relate to reported incident found. This device passed all required inspection points with no associated mrr's, variances or rework. No previous service history on file. A two year look back for this reported failure for this product ID shows that (B)(4) complaints were received including this case. No new design or mfg trends have been identified. Failure analysis found that motor is inoperative due to corrosion and damaged cord. Conclusion: in summary the end users reason for return was verified. The motor on the returned device was inoperative and the most likely cause could be due to corrosion and damage to the power cord. General maintenance is required as this device was manufactured in 2010 with no prior service history.

Manufacturer narrative:
The device involved in the reported incident has been returned. The device evaluation is in progress. The result of the device evaluation will be reported in a f/u MDR submission.